Event description:
It was reported that the cannulas were placed and started. Found problems immediately. Found that the tubing lines had been reversed at the cannulas during use. This was corrected and surgery proceeded. Further info stated that the custompac assembly was correct, this was a user issue.